Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost therapy following a fall, and the patient's ipg became inoperable upon cessation of charging. Surgical intervention may take place in order to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted and replaced on (B)(6) 2019. Surgical intervention addresses the issue.